Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a routine follow up the lead was no longer capturing or sensing properly. The lead was explanted and replaced. Patient was fine during and post procedure.